Manufacturer narrative:
Device is a combination product. It is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ids: 2134265-2015-06709, 2134265-2016-00051. (B)(4) clinical study. It was reported that the patient died. In (B)(6) 2013, the patient presented due to stable angina. The target lesion was a de novo lesion located in the saphenous vein graft (svg) extending to first obtuse marginal (om) with 90% stenosis and was 10mm long with a reference vessel diameter of 3.0mm. The lesion was treated with pre-dilatation and placement of a 3.50mmx20mm promus element plus stent, resulting in 0% residual stenosis. One day post procedure, the patient was discharged on aspirin and clopidogrel. In (B)(6) 2015, the patient presented with fever, nausea, vomiting, jaundice and abdominal pain. Subsequently, the patient was diagnosed with pancreatitis secondary to biliary stenting performed two days ago. Computed tomography (CT) of the abdomen and pelvis showed a biliary stent which appeared to be in good position. CT also revealed mild worsening of the intrahepatic biliary dilatation, persistent soft tissue surrounding the spleen and pancreas without change. Decision was made to make the subject n.p.o, place patient on IV fluids and provide pain and nausea medications when required. The patient had cardiac arrest and was resuscitated and acls protocols were carried out. The patient was placed on epinephrine IV and amiodarone bolus. The patient was also defibrillated for ventricular tachycardia and placed on endotracheal intubation. The subject had return of spontaneous circulation and he was noted to be in hypotension and bradycardia. Hence, the patient was placed on atropine IV, dopamine and levophed drip. The patient lost pulse several times and had return of spontaneous circulation with continued chest compressions, epinephrine and acls protocol. He was also placed on IV sodium bicarbonate and calcium. The patient was defibrillated additional times at 300 joules for ventricular fibrillation but the patient lost pulse again and was noted to be in pulseless electrical activity. After discussion with the patient's wife, dnr status was initiated. The patient died after chest compressions and resuscitation efforts were withdrawn. Primary cause of death is cardiac arrest. Death certificate is not available and autopsy was not performed.